Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirmed the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection found no damage to the instrument. There was no problem detected. The instrument was placed and driven on an in-house system. The instrument passed the directions. The instrument moved intuitively with full range of motion in all directions. The grips opened and close properly. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problem including misuse of the product and recognition issues.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the mega suturecut needle driver was difficult to move. The procedure was completed with no reported injury.